Manufacturer narrative:
A: patient demographic information is unknown. E: initial reporter information is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The compliant reported that the aic console was started before the case. The screen indicated "system self-check failed". The customer changed out the console immediately.

Manufacturer narrative:
The investigation was completed. The root cause of the ¿system self check failure¿ on (B)(6) was a power management circuit board component failure.